Event description:
During a knee surgery in the area of lateral meniscus the physician clamped down as he was trying to free up loose body. It was reported that he may have turned the forceps to get it out and the tip broke off. Another instrument of the same type was used to remove the broken tip. There was no injury or consequences to the patient.